Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed; the reported item (ar-8703) was not returned, and an ar-8704 was received instead. One unpackaged ar-8704 micro suturelasso¿, tfcc, short, 70° bend was received for investigation. The reported failed device (ar-8703) was not returned for evaluation; according to the customer's information, the wrong device was mistakenly sent for evaluation. Upon visual inspection, the sutureless was returned inside the driver. No damage to the device was noted. Functional testing was performed four times and revealed that the suturelasso passed through the inner diameter of the shaft and handle of the micro suturelasso¿ straight. No problem found.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, the suture-less was returned inside the driver. No damage to the device was noted. Functional testing was performed four times and revealed that the suturelasso passed through the inner diameter of the shaft and handle of the micro suturelasso¿, straight. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle surgery the micro suture lasso didn¿t work well. The nitinol wire loop was stuck at the beginning as the nitinol should be passed through the lasso. 3 out of 4 times strength was required to pass the nitinol wire loop normally through the device. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.